Event description:
A hospital in (B)(6) reported via a distributor that metal had adhered to the expiratory limb of an rt105 breathing circuit. The inclusion was identified prior to patient use.

Event description:
A hospital in (B)(6) reported via a distributor that metal was kneaded into the expiratory limb of an rt105 breathing circuit.the inclusion was identified prior to patient use.

Manufacturer narrative:
(B)(4). The product is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is (B)(4). Method: the returned breathing circuit was visually inspected. Results: the visual inspection revealed a 13mm inclusion had been moulded in the expiratory limb of the complaint breathing circuit. The material could not be identified, but it appeared as if tiny fragments of the substance had become embedded in the tubing during the moulding process. A lot check revealed no other complaints of this nature for this lot number. Conclusion: it is possible that the inclusion was related to the contamination of raw materials. It should be noted that this is the only complaint of this type that we have received. All rt105 breathing circuits are visually inspected prior to packaging and any circuits that fail are discarded; however in this case the inclusion was not identified.

Manufacturer narrative:
(B)(4). The 510(k): the product is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Narrative: the complaint device has been received by fisher & paykel healthcare ((B)(4)) for evaluation. We will provide a follow-up report upon completion of our investigation. Evaluation currently in progress.

Event description:
A hospital in (B)(6) reported via a distributor that metal had adhered to the expiratory limb of an rt105 breathing circuit.the inclusion was identified prior to patient use.

Manufacturer narrative:
(B)(4). The 510(k): the product is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the returned breathing circuit was visually inspected. Results: the visual inspection revealed a 13mm inclusion had been moulded in the expiratory limb of the complaint breathing circuit. The material could not be identified, but it appeared as if tiny fragments of the substance had become embedded in the tubing during the moulding process. A lot check revealed no other complaints of this nature for this lot number. Conclusion: it is possible that the inclusion was related to the contamination of raw materials. It should be noted that this is the only complaint of this type that we have received. All rt105 breathing circuits are visually inspected prior to packaging and any circuits that fail are discarded; however in this case the inclusion was not identified.